Event description:
On (B)(6) 2012, a medical professional called the company to find out if the patient could have an MRI taken if a portion of her lead was left in. When asked why the patient was explanted, the medical professional stated that the patient was experiencing a shocking sensation from the device and therefore had the device explanted in (B)(6) 2006 in the emergency room. The date (B)(6) 2006 will be used as the event date until new information is found as the exact surgery date is currently unknown. Attempts have been made for additional information from the neurologist; however, they have been unsuccessful. No additional information has been provided.

Event description:
Follow up with the neurologist found that he had last seen the patient in (B)(6) 2005 and was not sure what happened to her afterward this date. The neurologist stated that he had no knowledge of the explant surgery which occurred in (B)(6) 2006, and questioned the surgery as he stated the patient had previously been explanted on (B)(6) 2005 due to infection. He also stated that the patient should not have had any residual shocking sensation after the device was explanted as the device had been working fine and only the leads should have been left behind. It was confirmed that the physician did not believe the leads would have caused the shocking sensation as they should have been cut very close to the nerve. It was further stated that there was no device implanted in the patient at this time so the shocking sensation would not have been due to vns and there should not have been any residual pain. In regards to the infection, the physician stated that it was seen soon after the patient was initially implanted on (B)(6) 2004, but the exact date was unknown. The infection occurred in the pocket and was not due to vns, but due to the surgery itself. The physician had no knowledge of if cultures were taken of not, but he said that the area was "red and angry" which was indicative of an infection. No patient manipulation or trauma occurred which would have caused or contributed to the infection. During the call it was also stated that the patient experienced vocal cord paralysis (MFR #: 1644487-2013-00133)

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of the generator prior to distribution. Date of event: corrected data - date changed from initial MDR due to additional information received from the physician. Explant date: corrected data - date changed from initial MDR due to additional information received from the physician.